Event description:
Customer reported that the system seemed to be running hotter than the setting and 3 pts experienced blistering and moderate redness. Per the physician, the burns were first degree. At least one of the pts had previous lightsheer hair removal treatments. Per the physician, two of the 3 pts were given topical steroids, and all of the pts were improving.

Manufacturer narrative:
Per the lumenis service depot, there was a spot on the outside of the chill tip. The energy output was also above specifications at 10j, 100ms. It appears that this foreign material contamination is the root cause of the incident. The elevated energy output may also have contributed to the root cause; it is not possible to determine the relative contribution of the elevated energy output to the root cause. The service depot cleaned the spot on the chill tip and recalibrated the device. Service depot advised the customer that the chill tip must be kept clean at all times to ensure proper calibration and to avoid adverse reactions. (Same as prior treatment). Burning sensation. Saw her next day. Red dots all over, 2-3 blisters. Left anterior side-initially looked like perifolloicular edema, but later seemed to blister, red dots in 3 rows moderately dark, used topical steroids. So dr turned down to 22 j, and treated the rest of the leg with no injuries.

Event description:
Customer reported that the system seemed to be running hotter than the setting and 3 pts experienced blistering and moderate redness. Per the physician, the burns were first degree. At least one of the pts had previous lightsheer hair removal treatments. Per the physician, two of the 3 pts were given topical steroids, and all of the pts were improving.

Event description:
Customer reported that the system seemed to be running hotter than the setting and 3 pts experienced blistering and moderate redness. Per the physician, the burns were first degree. At least one of the pts had previous lightsheer hair removal treatments. Per the physician, two of the 3 pts were given topical steroids, and all of the pts were improving.